Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision and revision of mesh on (B)(6) 2012 for erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal sacral colpopexy, repair of enterocele, anterior repair with removal of old mesh, posterior repair, cystoscopy, and hydrodistention due to pop, vaginal vault prolapse, enterocele, rectocele, cystocele, erosion of old anterior compartment mesh, and interstitial cystitis.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.